Manufacturer narrative:
Pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection. All buttons function properly. No button error alarms noted. However corroded keypad traces noted. No unexpected battery out limit alarms noted. No moisture damage noted on electronic assy.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the keypad was unresponsive and battery out limit alarms was occurring on the insulin pump. It was also found the customer's sensor had inaccurate readings. The customer's blood glucose was over 400 mg/dl. Customer stated they were treated by the paramedics during this incident. The customer reported exposing the insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.